Event description:
It was reported that the patient reported having intermittent access to sound with the concerned device followed no access to sound at all. Re-implantation surgery is planned for (B)(6) 2014.

Manufacturer narrative:
Conclusion: device investigation points to a device failure caused by mechanical damage of the conductive link wires for causes not known in detail. The problems given in the patient report seem to be congruent with the damage found. This is a final report.

Event description:
The patient reported having intermittent access to sound with the concerned device, followed by no access to sound at all.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a f/u report.